Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test after new battery was inserted. Customer was assisted with troubleshooting for failed battery test alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that contacts were not missing or damaged. The customer stated that insulin pump had crack and troubleshooting for damage was performed. The insulin pump's battery compartment was damaged. The customer also stated that the insulin pump had a blank display. The customer stated that insulin pump fell and hit the ground. There was no indication that the alarm was cleared and that the display returned. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display or frozen screen noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit or failed battery test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.